Event description:
Gdt 4470 (sn591116) was placed through a 7 fr sheath through the cephalic vein after the rv lead was positioned. The lead was noted to be caught at the svc-brachiocephalic junction immediately as the lead came out of the 7 fr sheath (less than 20 seconds after the placement in the patient's bloodstream.) Despite multiple attempts at gentle traction with counterclockwise torquing of the lead, the lead would not pull free. A terumo guidewire was positioned through the same 7 fr sheath, was easily advanced to thera. A long 9 fr sheath was advanced via the terumo into the ra and pulled back repeatedly alongside the lodged 4470 lead. After that was done, the lead was easily pulled back freely. The 4470 lead was inspected: there was still evidence of mannitol coating still at the lead tip and no tissue was present at the tip. The lead was removed and a medtronic 4076 lead was placed in the ra.====================== manufacturer response for endocardial pacing lead, fineline ii sterox ez model======================boston scientific is presently evaluating the lead to determine possible cause of malfunction.